Manufacturer narrative:
Result: loose power coil cord connection.

Event description:
It was reported by service report that the foot end lift was stuck in the high position. No patient involvement or adverse consequences are reported.